Manufacturer narrative:
.

Event description:
It was reported that during a cabbage and ima take down procedure, the blade tip on the device broke off and fell into the pt. The blade tip was retrieved. The procedure was completed with a bovie pencil and clips. There was no pt consequence.